Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
The patient is implanted with two leads from the same lot. It was reported the patient is experiencing overstimulation when he moves or stands up despite the stimulation having been turned down to one bar. In addition, the patient is experiencing unintended stimulation in the stomach which makes him nauseated. The patient reports he was in a car accident approximately two years ago and stimulation has not been the same since then. Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the scs system. The patient is now receiving effective therapy.